Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that during pre-testing of a mynxgrip vascular closure device (vcd), the balloon failed to inflate. The product was stored as per labelling. No additional information is available at this time. The product evaluation indicated a balloon failure to deflate. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had no evidence of exposure to blood. The shuttle was connected to the black handle. The sealant and advancer tube remained in their manufactured positions. No obvious visual damages or anomalies were observed. Inflation and deflation testing was performed on the balloon. The balloon was fully inflated and pressure was held. An attempt to deflate the devices found that the balloon remained partially inflated when the inflation indicator was retracted completely. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger, prohibiting the balloon from deflating completely. Review of lot f1720603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon failed to inflate¿ was not confirmed based on the condition in which the unit was received for analysis. However, balloon failure to deflate was observed during the investigation. This issue appears to be related to the manufacturing process of the product. A risk assessment has already been initiated to address this issue. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during pre-testing of a mynxgrip vascular closure device (vcd), the balloon failed to inflate. The product was stored as per labelling. The vcd will be returned for analysis. Addendum (04/03/2018) the product evaluation indicated a balloon failure to deflate.